Manufacturer narrative:
Product complaint#: (B)(4). Additional narrative: investigation summary: according to the information provided, it was reported that during a shoulder scope procedure the needle of express iii autocapture + suture passer got stuck in the device. The complaint device was received and inspected. Visual observations revealed that a part of the needle tip is broken and stuck between the suture channel of the lower jaw. The rest of the needle is jammed inside the shaft of the express. In addition, the device showed marks of wear. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to an improper maintenance would lead to tissue or bio-debris build up inside the express shaft causing wear of internal components and generate a resistance during the deployment. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder scope procedure the needle of express iii auto capture + suture passer got stuck in the device. Another device was used to complete the procedure. No patient consequences, or surgical delay reported. It is unknown if the device is available to be returned for evaluation.